Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered a 31 joule shock which failed to convert the rhythm. There were several episodes with mixed torsade-like rhythm that caused divert/reconfirms with pvc intervals in the 165-170 bpm range, in which some of the beats were undersensed. The patient was externally conversion.